Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr femoral component cat#:183004, lot#: unk. Vanguard cr tibial bearing cat#:183422 lot#: unk. Vanguard unknown patella cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 06191, 0001825034-2018-06192, 0001825034-2018-06197.

Event description:
It was reported that the patient was noted to have embolism one year after primary right total knee arthroplasty.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.